Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and email. A completed questionnaire was not received. (B)(4).

Event description:
A certified ophthalmic assistant reported a residual refractive error of about 1-2 diopters following an intraocular lens (iol) implant procedure. Add'l info has been requested.